Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
(B)(6)-2011, "the first hip implant 2006, began to loosen after a few months, because the product used to hold the implant in place began to fall apart. Another surgery attempt was made on 2008, to replace the implant. At that point, there was such a bad infection that they had to close the incision and began a pic-line to let it heal. Finally, on 2008, a second implant was completed. The incision continued to drain and would not heal. On 2008, a fourth and final surgery was done to flush and place a drain. There was a delay in making any kind of report or inquiry of this due to the ongoing illness surgeries hospital stays and stress. And I had no one else to take care of any problems for me. My husband had just passed away a few weeks prior to my falling."